Event description:
It was reported that the patient had two episodes of loss of consciousness. Upon evaluation it was noted that the right ventricular (rv) lead was loose and a loose setscrew on the device header was observed. The setscrew was tightened and the device remains in use. The patient was a participant in the protect pace clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.